Event description:
Pt had vaginal hysterectomy paraurethral suspension, percutaneous cystomy, repair of cystocil & retrocil on 9/25/95. Suprapubic catheter placed. Discharged 9/29/95 with catheter in place. Catheter fell out at home 10/4/95. Pt to ed, #16 foley catheter placed. Daughter brought back in on 1/22/96.